Event description:
A biomedical engineer reported the system shut down unexpectedly during surgery. An alternate system was brought in and used to complete the procedure. There was no patient impact reported. Additional information was received from a company service representative stating that the initial report of the system shutting down during surgery was incorrect. Instead, a system message indicating a loose phaco tip was received and was confirmed in the log by the service representative.

Manufacturer narrative:
The company representative examined the system and found system message (loose tip) in the event log. The staff stated the system did not shut down or lose power. The staff switched the system out when the system message displayed. The problem reported was not duplicated. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).